Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a power plug barely plugged into an uninterruptible power source. A field service engineer reseated power to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the pyxis medbank system, drawers were offline. The customer reported that there was a delay in medications to patients. There were no adverse events or injuries reported based on this incident.